Manufacturer narrative:
(B)(6) (2026). Fa, a bradycardic attack resulting in off in smart pass and inadequate activation to af. (B)(6), presented at the 18th implantable cardiac device winter conference, (B)(6) 2026.

Event description:
It was reported per article of interest literature review that a (B)(6) year-old man developed ventricular fibrillation (vf) at age 31 and was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD), after which developed atrial flutter, atrial fibrillation (af) and ventricular tachycardia (vt) resulted in an ablation procedure. Smart pass was disabled due to bradycardia and sinus arrest. Subsequently, the s-ICD delivered an inappropriate shock due to t-wave oversensing, identifying af as vf. The patient was hospitalized, and the s-ICD explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.